Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x12mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed from the patient and the physician found that the stent was detached from the balloon outside the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent was detached from the delivery system and was not received at the cis for analysis. A review of the stent crimp settings highlighted no abnormalities. It was noted during analysis that the balloon folds were relaxed. It was also noted that there was blood in the balloon which is indicative of a leak. During analysis the balloon was inflated to its rated burst pressure of 18 atmospheres and no loss of pressure was noted. The inflation device was verified at 18 atmospheres before and after use with a calibrated pressure gauge. A visual and tactile examination found that the hypotube was kinked 237 mm distal to the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x12mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed from the patient and the physician found that the stent was detached from the balloon outside the patient. No patient complications were reported and the patient's status was stable.